Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad, can connection status, adjust belt messages) has been confirmed. Upon investigation the lead -2 wire was reading open. The root cause for open cable was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing adjust belt, check pad, and can connection messages.